Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact to the customer's blood glucose level.